Event description:
On (B)(6) 2019, a 30mm amplatzer septal occluder was selected for implant. During the procedure, the device deployed in a cobra shape. The device was removed from the patient, reinserted, and redeployed but the issue persisted. The occluder was exchanged and successfully deployed. The patient remained stable and there was no delay in the procedure.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.